Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete sample ID, exceeded the number of characters allowed). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 (architect stat high sensitivity troponin-I), with 510k/PMA/bla number k191595.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result for one male patient. The initial troponin-I result was 16.5 ng/l for sample ID (B)(6). The customer repeated the testing with the primary tube and generated the same result of 16.5 ng/l. The customer¿s reporting range (male): risk range (pg/ml is equivalent to ng/l), low < 6, moderate 6-12, elevated > 12. The customer ran the sample on the siemens atellica platform and generated a troponin result of 0.018ng/ml (18 ng/l). The patient sample was sent to singapore for ns-troponin-I and generated a result of 2 ng/l (normal range: 0-18 ng/l). Other testing was performed: rheumatoid factor result was normal (normal reporting range: <14 iu/ml), high sensitivity crp result was 0.6 mg/l (normal reporting range: 0-5 mg/l). Other testing performed in singapore: ckmb-mass: 0.6 ug/l (normal reporting range: 0.6 - 6.3), sodium: 139 mmol/l (normal reporting range: 135-145), potassium: 3.7 mmol/l (normal reporting range: 3.5 - 4.5), creatinine, plasma: 81 umol/l (normal reporting range: 60-105 umol/l), creatinine kinase: 112 u/l (normal reporting range: 50 - 350). On 19may2025, the customer tried to run other tests on the siemens atellica. The other testing was run on this patient and both results are high. The following results were: total bilirubin = 46 umol/l, direct bilirubin = 34 umol/l. There was no impact to patient management reported.

Event description:
The customer reported a falsely elevated architect stat highly sensitive troponin-I result for one male patient. The initial troponin-I result was 16.5 ng/l for sample ID (B)(6). The customer repeated the testing with the primary tube and generated the same result of 16.5 ng/l. The customer¿s reporting range (male): risk range (pg/ml is equivalent to ng/l). Low < 6. Moderate 6-12. Elevated > 12. The customer ran the sample on the siemens atellica platform and generated a troponin result of 0.018ng/ml (18 ng/l). The patient sample was sent to singapore for ns-troponin-I and generated a result of 2 ng/l (normal range: 0-18 ng/l). Other testing was performed: rheumatoid factor result was normal (normal reporting range: <14 iu/ml). High sensitivity crp result was 0.6 mg/l (normal reporting range: 0-5 mg/l). Other testing performed in singapore: ckmb-mass: 0.6 ug/l (normal reporting range: 0.6 - 6.3). Sodium: 139 mmol/l (normal reporting range: 135-145). Potassium: 3.7 mmol/l (normal reporting range: 3.5 - 4.5). Creatinine, plasma: 81 umol/l (normal reporting range: 60-105 umol/l). Creatinine kinase: 112 u/l (normal reporting range: 50 - 350). On (B)(6) 2025, the customer tried to run other tests on the siemens atellica. The other testing was run on this patient and both results are high. The following results were: total bilirubin = 46 umol/l. Direct bilirubin = 34 umol/l. On (B)(6) 2025, the customer provided additional patient information about age and medical history. The patient was a 40-year-old male. The patient reported no chest pain, shortness of breath, or palpitations, and a previously performed mra was normal. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73092ud00. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Labeling was reviewed and adequately addresses the current issue. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or product deficiency of the architect stat high sensitive troponin-I reagent lot 73092ud00 was identified. Updated section a2 to include age and years of the patient: 40 years old updated section b5 to include additional patient information about the patient's medical history. Updated section d3 suspect medical device was updated including the email and section g1 all manufacturers was updated including the mfg site email